Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
During investigation of the device to determine root cause, the technician observed water ingress along with water damage internal to the device. The device was unable to be salvaged and scrapped. Analysis of reports of this type has not identified an increase in trend.